Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ ml 240 mcg/ day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. Concomitant medication was oral hydrocodone. The date of the event was unknown. It was reported the patient had been hospitalized for overdose. No further complications were reported/anticipated.